Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's mother called to report a hospitalization in (B)(6) 2016 due to high blood glucose levels. The customer's reading was 1030 mg/dl. The customer was treated in the hospital until he was released. The caller stated that the insulin pump boluses were making the customer's blood glucose levels go higher. The customer's doctor did not want the customer to continue insulin pump therapy. The customer's insurance stopped covering sensors, and so the customer stopped using the insulin pump altogether. The caller declined to troubleshoot and stated she would call back if the customer returned to insulin pump therapy.